Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were multiple false positives. This a report of 5 occurrences. The results were not reported out and there is not report of patient outcome. The following information was provided by the initial reporter: "customer states all patient tests are coming up positive. Patients tested neg via pcr 24-48 hours prior to veritor testing.

Manufacturer narrative:
Medical device expiration date: unknown. PMA/510k #: eua(B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1238992. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue were found. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were multiple false positives. This a report of 5 occurrences. The results were not reported out and there is not report of patient outcome. The following information was provided by the initial reporter: "customer states all patient tests are coming up positive. Patients tested neg via pcr 24-48 hours prior to veritor testing.